Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields:d8, d9, h2, h3, h6, h11. Corrected fields: d4. The device was returned and the complaint was confirmed. The information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. During inspection it was noted the snare wires were inserted into the snare tube and the insertion portion had been cut off on the handle sheath. The snare wires couldn¿t be pulled out and the snare wire was caught on the of the snare tube. The potential root cause could not be determined but it is possible that the snare wire became stuck inside the snare tube because the metal tube of the snare wire became caught due to deformation such as kink in the snare tube. It is likely that the deformation of the snare tube was caused by excessive stress applied during the insertion into the endoscope/withdrawing from the endoscope. Although the root cause of this event could not be determined, we will continue to monitor trends and take appropriate actions as necessary.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic polyp removal using colonoscopy the snare had to be cut to remove the polyp. During the procedure the polyp was partially torn which resulted in minor bleeding that was controlled by clipping. There was a procedural delay less than 30 minutes and the patient was sent home the same day.